Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "damaged product during shipping". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "wash your hands thoroughly with soap and water. Remove catheter from the pack. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. Gently insert rounded end of catheter into urethra. When urine stops flowing, remove catheter from urethra. Dispose of catheter in accordance with local rules and regulations. Wash your hands."

Event description:
It was reported that the some of the coude intermittent catheter the patient received were bent.